Manufacturer narrative:
The manufacturer did not receive the device for investigation. One x-rays was received for review. No surgical notes were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, s, 36/-3.5, taper 12/14 on (B)(6) 2016 on the right side. Subsequently, the patient was revised on (B)(6) 2016 due to dislocation. The liner and head were removed and replaced. No product failure was alleged. This is a split case with zimmer inc., (B)(4) with reference number (B)(4) (liner).

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that a female patient, with low activity level, received right thr on (B)(6) 2016 and underwent a revision surgery on (B)(6) 2016 due to dislocation. The liner and head were replaced. This additional information does not change previous manufacturer's assessment of the case. Zimmer considers this case as closed again. Should any the device and/or additional information become available zimmer will re-evaluate the case and send an amended medical device report. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, s, 36/-3.5, taper 12/14 on (B)(6) 2016 on the right side. Subsequently, the patient was revised on (B)(6) 2016 due to dislocation. The liner and head were removed and replaced. No product failure was alleged. This is a split case with zimmer inc.,warsaw with referemce number (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: it is reported that a female patient, with low activity level, received right thr on (B)(6) 2016 and underwent a revision surgery on (B)(6) 2016 due to dislocation. The liner and head were replaced. Review of received data: - 1 undated x-ray is received for the investigation. It is seen that the femoral component of the thr dislocated from the hip cage and moved in cranial direction. Distal part of stem seems to pressure the femoral canal wall medially. The rest of the x-ray is not visible and the quality is low to make any further comments. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause determination using dfmea: - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination => possible: no info regarding the stem is give. Moreover, it is stated by the surgeon that a bigger head is used in the revision surgery and dislocation is not due to a product problem. - mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => not possible: product combination is allowed by zimmer biomet. - loss of connection due to inadequate assembling procedure => possible: the implantation surgery report is not available for the investigation, therefore cannot be excluded. - loss of connection, fracture of ceramic head due to particles between stem and head taper => possible: no revision surgery report was received, therefore cannot be excluded. - compromized taper fixation strength, fracture of implant due to high patient acitivity, patient disregards limits of the device => not possible: patient activity level is low. Conclusion summary: possible reasons which could lead to the reported dislocation are summarized in root cause analysis. It is most likely that a smaller head was selected rather than a big one. The surgeon also stated that this event is not due to a problem failure. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is cmp-(B)(4).